Manufacturer narrative:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's lcd display was replaced to address the issue. In addition of the above evaluation, the device's machine flow sensor, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, and muffler assembly due to contamination, which was not related to the malfunction/issue. Unit passed final repair test. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's lcd display was replaced to address the issue. In addition of the above evaluation, the device's machine flow sensor, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, and muffler assembly due to contamination, which was not related to the malfunction/issue. Unit passed final repair test.